Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: fg emerge otw, us 1.50mm x 8mm was returned to the complaint investigation site for analysis. Visual and tactile inspection identified no issues with the hypotube shaft. A rupture in the outer lumen was identified at 8.8cm from the distal tip. Microscopic analysis identified that the inner lumen was stretched and kinked within balloon material. Further microscopic examination at the location of the rupture in the outer lumen found visually, found no damage to the exposed inner lumen. The balloon appeared to have been subjected to positive pressure however there was no damage found to the balloon material. A microscopic examination of the markerband identified no damage. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was found to be kinked. After the removal, the balloon was also found to be burst. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon was found to be kinked. After the removal, the balloon was also found to be burst. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable post procedure.